Event description:
Incident reported as: there is a stain on the punch and a hole in the sterilized packaging. No patient injury reported. The device was not used on a patient.

Manufacturer narrative:
Sample has been requested, but has not been received yet. Evaluation not available at time of this report.